Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a loss of therapy, ¿its back like it was before¿, the patient lost symptom control again, and did not know if it was still working. It was noted it started ¿about a month ago and its gotten gradually worse.¿ the patient couldn¿t clarify which month but said it was sometime in early 2017. The patient had a fall on (B)(6) 2016 and ¿hit right where my leg joints are, and the stimulator was farther back from that so I didn¿t fall on that.¿ the patient was not feeling stimulation and the therapy was on. The patient saw their doctor last (B)(6) and was told to call the manufacturer. It was reported the patient programmer would not turn on, so the patient put new batteries in and now the patient programmer would turn on. Stimulation was on program 2 at 2.3v. The patient increased stimulation to 3.1v and reported feeling stimulation ¿right above where I urinate,¿ but when they started to walk around, they felt a stinging and noted the stimulation was too strong. The patient lowered stimulation to 2.9v and thought this setting felt better. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). Actions/interventions performed to resolve the loss of symptom control was that the patient was asked to contact the manufacturer regarding the device. It was unknown if the fall affected the system, and that it appeared to be working. It was unknown what the cause of the patient not feeling stimulation when the therapy was on was. No further complications were reported/anticipated.